Manufacturer narrative:
The reported incident narrative stated that during the procedure, the mynxgrip vascular closure device failed to fire (the rubber stopper did not deploy). We assume that the term rubber stopper meant to be the sealant. However, visual inspection revealed that the condition of the device does not match the description of the reported incident. The shuttle cartridge, the sealant sleeve and the sealant remained in the manufacturing position upon receiving the device. No blood was observed on the balloon or on the sealant indicating that the device was probably not used on the patient. The balloon was inflated with water, and the pressure was maintained. The shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. No unusual resistance was felt and the sealant deployed during the simulation. The catheter was inspected for anomalies that may have caused the reported event. No anomalies were observed. Based on the information provided and the investigation performed, the probable cause of the reported event was unable to be determined. The review of the lhr ((B)(4)) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
On (B)(6) 2015, cardinal health received a copy of a medwatch report ((B)(4)), which was sent to the FDA by the user facility. The report stated that the date of the event was (B)(6) 2015, and the date of the report was (B)(4) 2015. The following is the description of the complaint: "during procedure, the mynxgrip vascular closure device failed to fire (the rubber stopper did not deploy). This device is used to close the artery for puncture when completing arteriogram procedure. There was no injury to the patient." Original intended procedure: arteriogram. On (B)(4) 2015, the following information was reported to the cardinal health sales professional by the risk manager: procedure was done in the or suite by a doctor who is very experienced with using mynxgrip. On (B)(4) 2015, the following information was reported to the cardinal health sales professional by the doctor: pressure was held post procedure, no complication and no other information is known.